Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it although components of silicic acid and hydroxide (iron rust) were detected. It is possible that the silicic acid is the residue of tap water and chemicals, and the hydroxide (iron rust) is the corrosion of the nozzle due to the residue of tap water, chemicals, etc. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope or whether the endoscope was used for a procedure with the foreign material attached to it. There was no delay in the start of precleaning. The customer flushed the air/water nozzle with water and air; immersed the endoscope in the detergent solution; wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges; and flushed the air/water nozzle with the detergent solution. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation where service discovered the reportable malfunction. Additionally, service found a cloudy image, insufficient air to clear water from objective lens, the objective lens was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface/object, crack/chipping/gap of adhesive on the insertion section, crack of resin part. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the device was displaying a foggy image during an unspecified procedure. The device was returned to service where evaluation found foreign material adhered to the nozzle. There was no harm or user injury reported due to the event. This report is being submitted for the malfunction found at evaluation.